Event description:
It was reported that the patient was not able to get the remote control into MRI mode due to high impedances on the lead. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-8336-70 sn: (B)(6). The returned lead was analyzed, and visual inspection revealed that the silicone at the paddle lead tails junction was torn, and two cables were broken on the lead body. The cables were exposed at the damaged portion of the lead. It appears that excessive tensile force was exerted onto the junction resulting in the damage.

Event description:
It was reported that the patient was not able to get the remote control into MRI mode due to high impedances on the lead. The patient underwent a lead replacement procedure and was doing well postoperatively.